Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced (short description of event). The following information was provided by the initial reporter: caller states product# 2420-0007 broke in half while it was infusing.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 23015480. D4: medical device expiration date: 19jan2026. H4: device manufacture date: 19jan2023. D4: medical device lot #: 23035066. D4: medical device expiration date: 09mar2026. H4: device manufacture date: 09mar2023. D10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. H6: investigation summary two used samples of material number 2426-0007 were submitted for quality investigation. It was reported by the customer that the product broke in half while it was infusing. The issue of separation was observed in one of the two samples, other one had no issues. The separation occurred at the upper fitment of the pumping segment. Evaluation of the extension set shows that the infusion set separated at the lower pumping segment (for lot # 23015480). Further visual inspection was done, and the silicone tubing has the ring marks which confirm that the assembly was correctly performed, and it shows issue of misloading. No issue of separation observed in another used sample (lot# 23035066). Quality notification sent to manufacturer and clinician team. A device history record review for model 2420-0007 and lot number 23015480 was performed. A device history record review for model 2420-0007 and lot number 23035066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. An investigation was performed, and the failure mode was found during the use, therefore, the root cause is related to the user due to misloading.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced (short description of event) the following information was provided by the initial reporter: caller states product#: 2420-0007 broke in half while it was infusing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.